Manufacturer narrative:
Blocks d9 & h3: the visions pv .014p rx catheter was returned for evaluation. Block h3: the visions pv catheter was returned in two pieces, along with a non-philips guidewire that was intact to the distal section and could not be removed. The distal section includes the distal tip, scanner body, and portion of the distal shaft; measuring approximately 19 cm in length. The proximal section includes the remainder of the distal shaft, proximal shaft, exit port, luer, and catheter connector; measuring approximately 133 cm in length. Visual inspection found damage to the distal shaft, exit port, and a slightly bent core wire. At the location of the separation, the core wire and microcables were exposed, resulting in sharp edge observed. The total length combined is 152 cm, which is within the measurement spec of 147.5 - 152.5 cm. Block h6: based on the complaint details and evaluation, the probable cause of the device separation is due to the force applied by the user. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014 rx catheter was used in a peripheral therapeutic procedure in a severely tortuous proximal iliac vessel. During removal, the catheter got stuck on a non-philips guidewire and could not be removed. Therefore, a lot of force was applied, but approx. 15 cm from the rx port to the tip separated within the non-philips sheath. The separated portion was stuck on the guidewire, and all were removed together. Fluoroscopy confirmed no device fragment was left inside the patient. The procedure was completed with angioplasty. No patient injury reported. This product problem is being submitted due to shaft separation; potential for harm.